Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified, the patient¿s blood glucose (bg) was over 250 mg/dl with no specific bg reading provided. The patient allegedly had symptoms of extreme thirst, confusion, and nausea. It was reported that the patient the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly resumed pump therapy with the same pump without any recent adjustments to the pump settings. The reporter alleged that there was an intermittent power issue with the pump. The reporter stated that the threads on the battery cap were stripped and was unable to tighten properly on to the pump with the yellow o-ring showing. No damage to the battery compartment was noted. Reportedly the battery cap was out of warranty and was never replaced. This complaint is being reported because the patient experienced severe hyperglycemia related to a use error in that the battery cap was not replaced and was out of warranty.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.